Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor under infused therapy solution. The infusion rate was expected to be 10ml/hour; however; after several hours, it was observed that nearly no solution had infused. The folfusor was filled with oxaliplatin and fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.